Manufacturer narrative:
Evaluation: each zenith device is shipped with an instructions for use booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that the event was due to migration and anatomical changes over time. We will continue to monitor for similar events.

Event description:
A male underwent aaa repair with zenith devices in 2006 to repair the >10mm caudal migration of another manufacturer's graft that was implanted 27 months prior. One zenith renu cuff and a main body extension were placed. On the 24-month follow-up form, a kink was noted in at least one of the endovascular grafts. The site did not indicate which of the endovascular grafts was affected. No kink has been noted on any previous exam or on any of the core lab reviews of this patient's imaging. The core lab reviews of the 24-month imaging is not yet available. No further information is available at this time.